Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks across two episodes due to oversensing of the patient's supraventricular tachycardia (svt) rhythm. It was noted that the morphology changed since the last programmed reference template. Technical services (ts) analyzed device episode data and suggested evaluation of a different programming vector. These episodes occurred in the secondary vector. No adverse patient effects were reported. Currently, this s-ICD remains in service.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks across two episodes due to oversensing of the patient's supraventricular tachycardia (svt) rhythm. It was noted that the morphology changed since the last programmed reference template. Technical services (ts) analyzed device episode data and suggested evaluation of a different programming vector. These episodes occurred in the secondary vector. No adverse patient effects were reported. Currently, this s-ICD remains in service.